Event description:
It was reported that stent dislodgement occurred. During unpacking of a 20 x 3.00 rebel drug-eluting stent, the stent fell down from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 20 x 3.00 rebel drug-eluting stent, the stent fell down from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Returned product consisted of a rebel bms catheter. The balloon was loosely folded. The stent was received off of the balloon. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. The separated stent is severely stretched/damaged along the entire stent. Inspection of the remainder of the device presented no other damage or irregularities.